Manufacturer narrative:
Radiographs were received that confirmed the screw fracture. The device remains in-situ. There are no plans for revision surgery at this time. No further investigation can be completed at this time. Root cause has not been determined, no conclusion can be drawn; however, the radiographs suggest the possibility of pseudarthrosis. Warning cautions and precautions "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra and neurological, vascular or visceral injury." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
On (B)(6) 2014 a (B)(6) old male patient underwent posterior lumbar surgery at l4-s1 with implantation of rods and screws. In (B)(6) 2016, the surgeon reported that radiographs showed the right s1 screw had fractured and was causing loosening of the left s1 screw. No patient injury was reported. No revision surgery is planned at this time.